Event description:
It was reported that during a da vinci assisted surgical procedure, the system produced error 32101 and error 319 while the team was attempting to dock to the patient and the robot was not functioning. Technical support reviewed the system logs and found a high side switch error on the robot common compute controller (ccc) followed by an armnet 1 error 319. Technical support then guided the staff through several hard power cycles, but these did not resolve the issue. During troubleshooting, the option to disable arm 1 remained unavailable, and the patient cart was unresponsive with no led lights. A backup patient cart was not available, and the customer chose to convert the procedure to another approach. The procedure was being converted to a laparoscopic approach with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there were no additional ports added. The patient tolerated the conversion well. There was no injury to the patient. There was a delay of roughly 35 minutes

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc), axes controller, proximal set up joint, and oplm to resolve the issue. The system was tested and verified as ready for use. The acp was returned due to error 32101, and the reported issue was replicated. In logs, error 32101 was observed, confirming the failure occurred in the field. Visual inspection found no issues related to the reported problem. The acp was installed on the golden system, where error 32101 recurred, indicating the acp board had failed. Based on these findings, failure analysis concluded that the acp board failure is the root cause of the reported issue. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.